Manufacturer narrative:
A1: date of birth is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: additional information received that the patient had a reported lactate dehydrogenase (ldh) lab value as 289 units/liter, which is slightly elevated and can be associated with hemolysis. Impella cp was inserted via the right femoral artery in an 85-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage b. During impella cp support, significant resistance was encountered during foley catheter placement. Subsequently, red and bloody urine was observed. The etiology of the hematuria was uncertain and could not be distinguished between foley catheter-related trauma and possible device-patient interaction. Laboratory evaluation reportedly did not demonstrate hemolyzed specimens, and hemolysis was not confirmed. Additionally, a hematoma was observed at the impella access site by the bedside nurse. Best practice recommendations for access site securement were reported to have been followed. Management included application of manual pressure, after which the hematoma was reported to have resolved by the following day. Four units of blood products were administered. At the time of the event, the impella cp purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate and was successfully weaned. No device alarms, malfunctions, or performance concerns were reported. The impella cp functioned as intended throughout the reported event. The reported hematuria may be associated with traumatic foley catheter placement; however, an association with device-patient interaction cannot be completely excluded based on the available information. Hemolysis was not confirmed. The reported hematoma is most consistent with an access-related complication associated with large-bore arterial access. The patient received transfusion support, the hematoma resolved following manual pressure, and the post-procedure outcome was patient survived following successful weaning and explant.